Event description:
Report received from the USA stating that the device was operating intermittently. The device was being used during surgery. There were no injuries, but it is unk if any medical intervention or delay in surgery occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "intermittent operation" was confirmed. During service, the device's direction switch was found not to be functioning, and its cable was damaged. If add'l info becomes available, a supplemental report will be sent. (B)(4).